Manufacturer narrative:
Result: damaged sheathing of power cord. Fowler was stuck and fowler link twisted.

Event description:
It was reported by service report that the fowler was stuck and the fowler link was twisted. It is unk if there was pt involvement or if there were adverse consequences to report.